Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. Two openings assessed as surgical damage. ¿capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Patient undergone capsulectomy. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii"," implant deflation", and "radiation". Patient undergone capsulectomy. Device has been explanted and replaced with non-abbvie device.